Event description:
Medtronic received information that three weeks following the implant of this mechanical valve, the patient presented with chest pains. Echocardiographic evaluation showed thrombus in the valve. Subsequently the valve was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.